Event description:
It was reported that the 9600+ system would not give sufficient penetration when the customer tried the x-ray boost mode. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the kv tracking was within tolerance. The rep checked the power supplies and found the 5vdc supply measured at 4.75 vdc at the image processor. He adjusted the system to measure 5.05vdc. Suspect low 5vdc supply to be the cause of the image quality. The system operates as intended.